Manufacturer narrative:
The field service engineer (fse) found the humidity in the customer¿s laboratory was below specification. The fse advised the customer about the low humidity, completed instrument performance testing, checked the sample/reagent pipetter liquid level detection (lld), and checked the system pressure and wash. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-tpo (anti-tpo) on a cobas e 411 immunoassay analyzer. The initial result was > 600 iu/ml with a data flag. The technician questioned the result and repeated the sample twice with results of 16.39 iu/ml and 14.50 iu/ml. These results were believed to be correct. The questionable high result was not reported outside of the laboratory. The anti-tpo reagent lot number was 628351. The expiration date was not provided.

Manufacturer narrative:
Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The investigation determined the customer's humidity issue identified by the field service engineer (fse) was the root cause of the event.